Manufacturer narrative:
(B)(4). The investigation was completed on 09/22/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.44 on a (B)(6) year old female patient with abdominal and chest pains. The patient was admitted to the ICU on (B)(6)2015, administered lovenox (blood thinner) and nitroglycerin (for the pain). The treating physician followed pe (pulmonary embolism) protocols due to patient's history and presentation. The patient was downgraded to the medical surgical floor on (B)(6)2015 and discharged to home on (B)(6)2015. There was no additional patient information at the time of this report. (B)(6) there are no injuries associated with this event. The investigation is underway.